Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the pump had a no delivery alarm. The blood glucose at the time of the incident was 236 mg/dl. The customer states the replacement pump they received is giving him problems. They have change set, reservoir, and insulin multiple times, but the alarm persists. Troubleshooting was not performed. The device will be returned for analysis.